Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an initial implant procedure, the helix could not be unscrewed. The lead was not used and was replaced. The patient was stable throughout the procedure.